Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve within a pre-existing, 23 mm, non-m edtronic valve, access was obtained via the left femoral artery using a 14 fr sheath. Subsequently, the valve was crossed, the 14 fr sheath was removed, and the delivery catheter system (dcs) and valve were inserted into the patient. There was difficulty while advancing the dcs upwards, and the dcs was withdrawn from the patient. It was noted that the capsule had "overdriven" while inside the patient. The capsule was corrected and the dcs was re-inserted into the patient. As the dcs was advanced a second time, the catheter-mounted sheath became caught at the bifurcations. The sheath was left at this location and the dcs was advanced the rest of the way to the annulus. The valve was deployed once and recaptured. The commissures were aligned and the valve was deployed a second time and implanted in the patient. The dcs was drawn away from the valve, pulled around the arch into the descending aorta, and withdrawn from the patient. The 14 fr sheath was re-inserted into the patient. The patient noted back pain. The pigtail catheter was quickly inserted into the ascending aorta. An aortagram revealed a type b dissection in the ascending aorta. Per the physician, the dissection likely occurred as the dcs was brought around the aortic arch either prior to the recapture or during withdrawal. The patient remained stable with the exception of back pain. Sterile dressing was applied, the sheath was left in place, and the guidewire was left in the ascending aorta as the patient transferred for a computed tomography scan. Subsequently, bilateral lower extremity stents were placed. Per the physician, future treatment will be required. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [tav e vfxplus-26]; product ID: [evfxplus-26]; serial/lot: [(B)(6)]; use by date: [2026-07-15]; UDI: [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the removal or insertion of the dcs caused the dissection, and the valve contributed to the dissection. Subsequently, a thoracic endovascular aortic repair (tevar) was performed to treat the dissection. No additional adverse patient effects were reported.